Event description:
Patient became septic, with ards, acute respiratory distress syndrome, after colectomy due to cecal mass complicated with perforated vicous. The patient required pressor support with vasopressin and levophed. The patient developed svt, sinus ventricular tachycardia, with irregular beat after the patient was accidentally bolused with levophed accidentally. A new ICU nurse programmed levophed dose to 150cc/hr for 30 seconds by accident. The patient was given adenosine 3 times, which resulted in hypotension and was shocked 3 times where there was felt to be a sinus tachycardia of 130.